Event description:
Customer reported under infusion of oxaliplatin. Oxaliplatin was infusing with 310ml to run over 5 hours. After 5 hours there was a residual of 40ml and an actual run time was reported as 5 hours 50 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included.